Event description:
It was reported that there was a complete aortic valve block waveform that was not directly related to the pump drive. Although considered to be unrelated to the device, it could not be ruled out. A leadless pacemaker was implanted. The patient was admitted from 14apr2026 through (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.